Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 345 alarms which were not reproduced due to the presence of system error 350 alarms. The system error 345 alarms were confirmed during a review of the event history log and caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345, during patient care (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.